Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to a touch contamination event involving poor hand hygiene following the use of the restroom. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, escherichia coli is one of the most common organisms causing gram-negative peritonitis in pd patients and is considered normal flora of the gastrointestinal tract. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturers¿ specifications.

Event description:
On 12/dec/2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on( B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient is being treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patient¿s antibiotics were continued. The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and she is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene following the use of the bathroom. The patient was suffering from diarrhea at the same time. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient is being treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patient¿s antibiotics were continued. The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and she is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene following the use of the bathroom. The patient was suffering from diarrhea at the same time. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.